Event description:
The doctor had difficulty inserting the balloon into the pt causing the catheter to kink. The iab was removed and a second was inserted. On 7/16/97, datascope was notified that the iab discarded and would not be returned for evaluation. (Event complications: unknown - reported 7/11, 7/14/97.) (Pt's current status: unk - rpt'd 7/11,7/14/97.)